Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a cardiac drain connector was used. During procedure, red fibrous foreign matter was found in the sterile package, it was not used. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #(B)(4); evaluation: one sealed pouch as complaint sample was received for evaluation, during visual inspection, red fibrous foreign matter in sterile package was observed. One sealed pouch as complaint sample was received for evaluation, during visual inspection, tiny red fibrous foreign matter in sterile package was observed. Retention sample of complaint lot were checked and found satisfactory. Earlier, CAPA, was already taken, and detailed investigation was shared. Corrective action was taken, as hair / fibre was received in tyvek pouch from supplier, and the actions were requested from supplier, these actions are under progress at manufactrurers end. During investigation of the complaint, bmr and retained sample review was performed. No discrepancy as per the reported defect was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.